Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a scoliosis correction fusion surgery due to adolescent idiopathic scoliosis. Post-op, a thoracic screw at upper level was found to be deviated. Revision surgery was scheduled to replace the screw. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.